Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
A gradual loss of hearing benefit with the device was reported, starting approximately one year ago. The user has been re-implanted.

Event description:
A gradual loss of hearing benefit with the device was reported, starting approximately one year ago. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the limited information received from the field, the recipient's hearing performance decreased gradually within a timeframe of one year. It is reported that in situ measurements show all channels with high impedance. Therefore wire breakages due to device minute mobility seem very likely. Explantation was carried out but the device has not been received yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A gradual loss of hearing benefit with the device was reported, starting approximately one year ago.

Manufacturer narrative:
Additional information: according to the limited information received from the field, the recipient's hearing performance decreased gradually within a time-frame of one year. It is reported that in situ measurements show all channels with high impedance. Therefore, wire breakages due to device minute mobility seem very likely. Re-implantation surgery was considered for (b(6) 2020; however no further information could be retrieved yet.

Event description:
A gradual loss of hearing benefit with the device was reported, starting approximately one year ago.